Event description:
The physician reported on 30-day follow up form (dated 10/4/06) for a patient implant in 2006; post-op graft limb ischemia, right lower extremity. Resolved by thrombectomy and stenting of right graft limb.

Manufacturer narrative:
Review of lot records / work orders, prior reports. No issues were noted.